Manufacturer narrative:
The unknown alarms that may have been related to driveline damage were reported under manufacturer report number 2916596-2023-01290. D9: a portion of the percutaneous lead was returned for evaluation.  No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient came into the clinic earlier this year for asymptomatic unknown alarms. The alarms happened while on the mobile power unit (mpu). A driveline x-ray was completed, showing an area of concern proximal to the pocket controller. The patient was given a power module with an ungrounded cable and advised not to use the mpu. A percutaneous lead repair was performed on (B)(6) 2023 approximately 4 inches from the exit site. No issues were noted after the patient was back on the grounded cable. Log files were submitted again for review, and the pump appeared to be functioning as intended after the repair.

Manufacturer narrative:
Manufacturer's investigation conclusion: incidental findings: evaluation of the replaced external portion of the driveline revealed damage to the silicone jacket. The evaluation of the replaced external portion of the driveline confirmed external driveline wire damage consistent with the patient¿s reported ¿short-to-shield¿ condition. A distal-end driveline replacement was performed on (B)(6) 2023 and approximately 18¿¿ of the external portion/distal-end of the driveline was returned for evaluation. The replaced portion of the driveline was tested for electrical continuity in the condition that it was received, and all wires were found to be electrically intact. Visual inspection revealed a breach in the insulation of the red wire approximately 15.5¿¿ from the controller connector. The observed damage appeared to be the result of fatigue failure due to repetitive flexing of the lead and abrasion against the metal braided shield. Visual inspection of the remaining wire portions revealed no obvious signs of damage to the wire insulations or the underlying conductors. The driveline was then submerged in a saline solution for high potential testing to verify the integrity of each wire¿s insulation. This test did not reveal any additional areas of current leakage in the insulation of the driveline wires. If the exposed conductors of the red wire contacted the metal braided shield while operating on a tethered power source, such as the power module (pm) or the mobile power unit (mpu), with a grounded patient cable, the resulting short to ground could have resulted in alarms and interruptions in pump support. It was reported that no issues were observed after the patient was placed back on a grounded patient cable following the repair. The patient remains ongoing on heartmate (hm) ii left ventricular assist system (lvas), serial number (B)(6), and no further related events have been reported at this time. The relevant sections of the device history records for (B)(6) and the driveline, serial number (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii lvas instructions for use (IFU) (rev. C) and the heartmate ii patient handbook (rev. C) are currently available. Sections 6 and 8 of the hmii IFU, as well as sections 4 and 6 of the hmii patient handbook, provide information regarding how to care for the driveline and address damage due to wear and fatigue of the driveline. These sections state that despite care, all heartmate ii drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. Additionally, these sections outline indications of driveline damage as well as the how to respond to such events. The IFU and patient handbook further instruct the user to check their driveline daily for signs of damage, such as cuts, holes, or tears. The patient handbook also instructs the user to call their hospital contact right away if the driveline is damaged (or might be damaged). Section 7 of the IFU and section 5 of the hmii patient handbook address all hazard and advisory alarms, as well as how to respond to each alarm condition. The patient handbook also contains a section on handling emergencies and further instructs the user to call their hospital contact if the patient thinks that, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.